Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and the mesh was implanted. During the procedure, a piece of metal from the trocar broke while being used on the patient. The metal piece was retrieved and saved including the packaging. It is unknown how the case was completed. There were no patient consequences reported. No further information is available.

Manufacturer narrative:
Date sent to the FDA: 01/24/2019. Additional summary: received for evaluation 2 guides and couplers (tvtaa) . The device received was manipulated: both guides and couplers are not in the sealed blister. One of the coupler is broken. The defect seen during the product evaluation is not aligned with the defect described in the event description (piece of metal from the trocar broken). Therefore, the complaint is not confirmed. The defect identified is not linked to a manufacturing issue.

Manufacturer narrative:
Pc-(B)(4).